Event description:
A customer reported an irrigation issue during a vitrectomy procedure. The procedure was completed following a significant delay, with no impact to the patient.

Manufacturer narrative:
The company representative examined the system and confirmed the system message reported. The company representative replaced the fluidics module. Preventive maintenance was performed. The system was then tested and met all product specifications. A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).